Event description:
It was reported that the patient came in with a loose screw. The doctor attempted to tighten the screw but the screw is not engaging after the first few threads of the implant. The implant remains implanted. The doctor requested a thread tap and replacement screw to resolve issue.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D4: lot number unknown / not provided. D10: tsvtwb11, imp,tsv,4.7,11.5,mtx,mg/lot number unknown. D10: therapy date unknown/not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported screw for evaluation. This investigation has been completed based on the available device information and complaint history review. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review was performed for the reported item (mhlas) for similar events and no other complaint was identified. Per the applicable IFU, it is stated that severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.